Manufacturer narrative:
Correction to h10 - the reported phenomena were reproduced during device evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, front panel button switch not working occurred due to faulty printed-circuit board. The cause of the defective printed-circuit board could not be identified. No image occurred due to faulty video connector socket. The cause as to why the defective video connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the front panel wasn¿t functioning due to the failure of the printed circuit board. There was no image due to failure of the video cable connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera pro video system center connector had poor contact which was causing image flickering. The issue was found during preparation for use for a diagnostic abdominal exploration procedure, and the issue was found before the procedure began. The procedure was completed with a similar device and caused no delays. The patient was not under sedation when the issue was found. There were no reports of patient harm.